Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to (B)(4) units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge during the load process. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.